Event description:
Hcp reported the patient had an "infection in pump pocket site". The device was explanted and returned to the manufacturer for anlaysis. The add'l information on patient symptoms or outcome despite repeated attempts to contact the hcp.